Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the returned picture contained a view of a signia handle in a clamshell. The handle was noted to be displaying a green clamshell swim lane and the indication to remove attached reload. It was reported that the excessive force appeared between the stops. The reported issue could not be confirmed. The most likely cause could not be established from the information available. It was also reported that an error appeared on the adapter side. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, pre-operatively, when assembling the load and calibrating the load, excessive force appeared between the stops, but there was no fabric seized. The reload was then detached and then attached again however an error appeared on the adapter side (adapter swim lane was black with green circle outline and a yellow sign). Another adapter and reload was used to resolve the issue. There was no patient involvement. It was noted that at the end of the surgery, the user carried out all the necessary tests using the same manipulator and trigger, rods and loads; even so, the adapter did not calibrate issue was still shown.

Manufacturer narrative:
Concomitant product: sigphandle, sig power sigphandle handle (serial#: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted a view of a handle in a clamshell. The handle was noted to be displaying a green clamshell swimlane and the indication to remove attached reload. Functionally, the blue unload switch could be fully depressed. The adapter was connected to the gen2 acc software and the strain gauge was responsive and in the appropriate range. The adapter had 15 of 50 procedures remaining. The adapter body was lifted, and the articulation mechanism was found to be out of home position. The articulation mechanism was centered with an rpa manual retract tool, and the adapter body was put back onto the adapter. An rpa reload could then be loaded and unloaded without issues. The adapter was connected to a representative handle running v29.5 software, however the handle displayed the indication to remove the attached reload. The adapter was disassembled in order to evaluate the observed screen; however, the issue did not persist. The adapter was functionally tested and no further abnormalities were noted. It was reported that an excessive force appeared between the stops. The reported issue could not be confirmed. The most likely cause could not be established from the information available. It was also reported that an error appeared on the adapter side. The reported issue was confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: of articulation mechanism not in home position. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: center the reload and fully open the jaws by manually controlling the toggle or press and hold the up control button for two seconds. The articulation will center and the jaws of the reload will fully open. Reattempt to unload the stapling reload by pressing the blue unload switch back toward the power handle, twist the reload counterclockwise 45 degrees and remove the reload from the shaft of the adapter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5, g3, h3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, pre-operatively, when assembling the load and calibrating the load, excessive force appeared between the stops, but there was no fabric seized. The reload was then detached and then attached again however an error appeared on the adapter side (adapter swimlane was black with green outline). Another adapter and reload was used to resolve the issue. There was no patient involvement.

Event description:
According to the reporter, pre-operatively, when assembling the load and calibrating the load, excessive force appeared between the stops, but there was no fabric seized. The reload was then detached and then attached again however an error appeared on the adapter side. Another adapter and reload was used to resolve the issue. There was no patient involvement.

Manufacturer narrative:
D10 concomitant products: unknown egia su, unknown endo gia sulu (lot#:unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.